Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic an eurysm. The aortic neck was 23 mm in diameter at the renal arteries and 20mm in length. The patient presented with leg pain. A follow up CT revealed that that the distal end of the left stent graft limb is occluded. The physician stated the cause of the event was related to the patient's anatomy as the stent graft was implanted in an area of small focal thrombus filled area with circumferential calcium. The physician performed a successful fem-fem bypass, resolving the event. No additional clinical sequelae were reported and the patient is fine.